Manufacturer narrative:
The field service engineer (fse) noted bubbles in the wash pump and rebuilt the wash pump and replaced the belt. The fse also replaced the peristaltic pump tubing and aspirate probes. The fse verified ultrasonic settings and transducer temperature and completed system checks which passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash pump seal. A definitive root cause is unknown.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, for one patient, involving the unicel dxc 600i synchron access clinical system. The customer stated the initial result was negative. A second sample was later retrieved from the patient and generated a positive result. The customer retested the second sample and obtained a lower result. The customer retested the same sample for the third time and obtained another low result. The customer stated the elevated result was not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The laboratory uses a troponin I cutoff value of 0.10 ng/ml. The patient's samples were collected in 13x75 mm becton dickinson (bd) lithium heparin plasma tubes. The customer noted one of the samples had an inadequate amount and analyzed in an insert cup via the closed tube aliquotter (cta). The customer stated the samples were stored at room temperature prior to analysis. Quality control is performed once daily - no qc issues were noted. The customer noted system check failed at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.